Manufacturer narrative:
Device evaluated by MFR: a 24 x 4.00 mm promus elite stent delivery system (sds) was returned for analysis with the stent on the customers guidewire. An examination (visual and via scope) of the crimped stent found that the stent was dislodged from the balloon, damaged, and stuck on the customers guidewire. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure applied to the cones were noted as its wings were tightly folded. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section found a tear in the inner and outer shaft polymer extrusion located at 5 cm proximally to distal tip and measuring 0.5mm in length. The device was attempted to be tracked over a 0.0140 inch test guidewire however this failed due the guidewire exiting the lumen at the tear in the shaft polymer extrusion. The device was attempted to be inflated to 16atm however this attempt failed due to pressure being lost in the inflation device as inflation liquid was seen leaking trough the tear on the shaft polymer extrusion. To test if any issues are noted with the balloon the shaft polymer extrusion was cut 2 mm distal to the tear area and an inflation aid was used to attempt to inflate the balloon. The balloon inflated and deflated without any leaks noted from the balloon body. The encore inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement and damage occurred. The target lesion was located in the tortuous right coronary artery (rca). While advancing a 24 x 4.00 promus elite stent, resistance was encountered in segment 1 of the rca. At the passage of segment 2 to segment 3, the stent slipped off the balloon. It was not possible to inflate the balloon to recover the stent. The guide catheter, with the stent and the wire, were pulled back to the radial access site where the stent was removed surgically. The stent was observed to be damaged. The procedure was completed with another stent. There were no patient complications in relation to this event. It was further reported that the broken piece of the stent was removed during the initial procedure. The procedure was then rescheduled and took place on the next day. It was noted that the stent was not delivered up to the lesion. There were no patient complications in relation to this event. It was further reported that the lesion was predilated. It was noted that the stent never reached the lesion. There was no difficulty advancing the device over the wire and through the guide catheter. There was no evidence of a leak in the stent delivery system shaft or balloon. It was confirmed that contrast reached the balloon. No patient complications were reported in relation to this event.

Event description:
It was reported that stent dislodgement and damage occurred. The target lesion was located in the tortuous right coronary artery (rca). While advancing a 24 x 4.00 promus elite stent, resistance was encountered in segment 1 of the rca. At the passage of segment 2 to segment 3, the stent slipped off the balloon. It was not possible to inflate the balloon to recover the stent. The guide catheter, with the stent and the wire, were pulled back to the radial access site where the stent was removed surgically. The stent was observed to be damaged. The procedure was completed with another stent. There were no patient complications in relation to this event.

Event description:
It was reported that stent dislodgement and damage occurred. The target lesion was located in the tortuous right coronary artery (rca). While advancing a 24 x 4.00 promus elite stent, resistance was encountered in segment 1 of the rca. At the passage of segment 2 to segment 3, the stent slipped off the balloon. It was not possible to inflate the balloon to recover the stent. The guide catheter, with the stent and the wire, were pulled back to the radial access site where the stent was removed surgically. The stent was observed to be damaged. The procedure was completed with another stent. There were no patient complications in relation to this event. It was further reported that the broken piece of the stent was removed during the initial procedure. The procedure was then rescheduled and took place on the next day. It was noted that the stent was not delivered up to the lesion.